Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The diamondback coronary orbital atherectomy device instructions for use states that perforation is a possible adverse event which can occur with use of the diamondback coronary orbital atherectomy device. Csi ID# (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a 90% stenosed lesion in the left main and left anterior descending coronary artery (lad). Three treatments were performed each on low and high speeds. A perforation was observed. Balloon angioplasty was performed, but the perforation was not resolved. A covered stent was placed to resolve the perforation. Following the procedure, the patient was in good health.